Manufacturer narrative:
From the device history record, lot#20191101-23-sh was finished on 04th nov 2019. No exception was recorded in the device history record that could lead to the reported incident. Based on supplier investigation, device history record (DHR) review did not indicate any exception that could lead to the reported incident. The average linting data is (B)(4). There are 172 occurrences reported in the past 12 months. No sample returned for investigation. According to supplier, or towel is made of cotton, so cotton fiber is born. Supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suction machines have been installed in grey cloth rolling process, dyeing process and cutting process. The suction process was added before product's final folding and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (B)(4). In the folding process, supplier used one cloth pad under 100pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, there is no abnormal situation happened in production or device history record. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but the supplier will continue to monitor the trend of this type of incident.

Event description:
Customer reported lint and fuzz coming from the sterile towels pwtb04-stm from the cardiac catheterization pack san41cchke during a diagnostic heart catheterization. Lint was found on the wires and balloons during the procedure. Pieces were removed with irrigation and manual removal. No injury occurred. No patient demographics were provided upon request.